Manufacturer narrative:
The main component of the system. Other relevant devices are: etlw1610c156ej sn (B)(4) etcf2828c49ej sn (B)(4). (B)(4).

Event description:
An endurant ii aorto-uni-iliac stent graft system was implanted in the patient for the endovascular treatment of a 49 mm in diameter abdominal aortic aneurysm. The iliac arteries were 6 mm to 14 mm in diameter. It was reported that seven days post index procedure a CT revealed that the endurant ii stent graft limb was occluded and there was a dissection in the right external iliac artery. The physician elected to perform a thrombectomy and the dissection was repaired with a ptfe patch. Per the physician the cause of the dissection was due to the delivery of the devices and the occlusion was due to the dissection of the blood vessel. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.